Event description:
It was reported that there was a malfunctioning device. It was noted that the patient¿s device battery had expired. It was noted that it was surgically replaced. It was noted that the reported event was ¿hospitalization.¿ it was noted that the patient recovered without sequela. It was noted that there were no complications and the patient tolerated the procedure well. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the battery expired. It was noted that the procedure took place on (B)(6) 2013. It was noted that it was unknown if it was normal battery. It was noted that the patient was in the office on (B)(6) 2013 with a slight increase in nausea and gastroesophageal reflux. It was noted that the patient had intermittent diarrhea and constipation. It was noted that they interrogated the pacer in (B)(6) 2013 and could not get a read. It was noted that the battery was thought to be expired. Additional information received reported that the battery depletion was expected due to high settings placed by the physician. It was noted that no abnormal battery depletions were observed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).